Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the sensing of the right ventricular (rv) lead were not ideal while attempting to implant the lead. It appeared the lead experienced undersensing. The lead was removed and a different lead was attempted. The second lead also experienced undersensing and the parameters were not ideal. The second lead was removed and another attempt was made using the initial lead. The initial lead showed improved sensing and was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth.